Manufacturer narrative:
Date of event: unknown - customer stated that the event occurred a couple days before the customer placed the call but customer does not have the exact date of when it happened.

Event description:
Customer reported the unit has an error code message of machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.